Event description:
It was reported the subject device presented an unsupported scope error code e315 and lost image while treating a bleed during a therapeutic bronchoscopy procedure, device was inside the sedated patient. The procedure was completed with a competitor device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps were performed. The customer informed tac of the event that the cv-190 displayed an e315 unsupported scope error during a respiratory procedure and lost image while treating a bleed. The customer was using a 190 series scope, and the maj-1430 was plugged in during the procedure. After the procedure, the customer unplugged the maj-1430 and was able to restore the image. It was noted that the customer also utilizes third-party scope repair services. It was reported that the customer has initiated to send the cv-190 in for repair and plans to replace the maj-1430 cable. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.